Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The malfunction could not be duplicated. The connector was reseated, the software and calibration files were reloaded, and the touchscreen was calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system had a motion error, and that the remote user interface did not work. No pt injury was reported.